Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon receipt or completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer service rep, a perforator failed to disengage, stopping shortly before puncturing the brain. It was stuck in the bone. The surgeon removed it within minutes with no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The perforator was visually inspected. The device showed heavy damage to the base of one of the outer drill tines (unrelated to manufacturing) and the product label was worn. Functional testing was then performed. The perforator drilled a series of holes without issue. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.